Event description:
Customer states: when passing a suction tube catheter down the lumen of the tube, there was a slight obstruction. The customer stated the tube had only been in use 2-3 hours. Customer confirmed that non routine extubation and recannulation of a replacement tube was required.